Event description:
Fungal corneal ulcer in left eye. History of contact lens wear with proper lens hygiene, no history of previous corneal infections. Was using bausch and lomb renu moistureloc solution when infection began. Cultures have grown a fungus, appears to be fusarium, undergoing further identification by a reference lab. Her presenting vision was hand motion, with hourly antibiotic drops she has been slowly improving to 20/80 on her last examination. She will likely have a visually significant corneal scar once the infection has cleared.